Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right side. The 85% stenosed, 5mmx4.0mm, eccentric, de novo target lesion contained a bend between 45-90 degrees and was located in the moderately tortuous and severely calcified right coronary artery. A 8 x 3.50mm rebel stent was advanced to treat the lesion. However, the device could not pass the lesion and after removal, it was noted that the tip of the stent struts was damaged. The procedure was completed with another for the same device. No patient complications were reported and the patient's status was stable.